Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic adnexectomy, a blue plastic part fell into the patient¿s cavity. They did irrigate and suck the plastic part out of the patient¿s cavity, and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the distal end of the obturator was gouged. The trocar, cannula, duckbill and circular seals appeared intact. A functional evaluation found that the device passed an air leak test. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the gouged obturator may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.